Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed customer complaints of falsely depressed enzymatic creatinine (ezcr) results when ezcr is processed from open wells of enzymatic creatinine (ezcr) flex reagent cartridges that are in close proximity to open wells of phosphorus (phos) flex reagent cartridges. The falsely depressed ezcr results are caused by a ezcr reagent interaction with the phos reagent. An urgent medical device correction for the phos flex reagent cartridge ((B)(4)), communication (B)(4) was issued in (B)(4) 2013 to impacted customers. The communication provided remedial actions to customers to either avoid the reagent interactions or to discontinue the use of either phos or ezcr on their dimension system.

Event description:
Falsely depressed enzymatic creatinine results were obtained on qc samples. Patient results were not reported to the physician. The samples were repeated with a new reagent segment (well) and higher results were obtained. Patient treatment was not altered or prescribed as a result of the falsely depressed creatinine qc results. There was no report of adverse health consequences as a result of the falsely depressed creatinine qc results.